Event description:
The customer contacted baxter's (B)(4) regarding a check patient line alarm, which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated she saw air bubbles in the patient line near the hc. The tsr had the hp restart initial drain and then reopen the transfer set. The hc alarmed check patient line again. The tsr had the hp restart initial drain and close/open the transfer set three times. The air bubbles went into the hc and the drain volume began to increase. (B)(4) spoke to the hp regarding the report of air in the patient line. The hp stated she did not know what she did wrong that night. The sample was discarded. The hp stated she has had no further problems with priming the patient line. The hp was instructed to always verify there is no air in the patient line prior to connecting. The home patient is continuing therapy on the cycler with no further issues. No patient injury or medical intervention was reported.

Event description:
It was reported by service report that there was a broken siderail arm with sharp edges present. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the check patient line alarm with the observance of air bubbles was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.